Manufacturer narrative:
This report is downgraded to serious injury from death. The patient had a pump exchange on (B)(6) 2019. The patient expired on (B)(6) 2019 due to intracranial hemorrhage and the death was reported under MFR #2916596-2019-02389. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the log files were submitted for a possible outflow obstruction. Review of the log file by technical services showed low flows. The pump was seeing a reduction in blood volume. Additional information was received on (B)(6) 2019 stating that the patient underwent a pump exchange. Additional information was received on (B)(6) 2019. The patient was admitted to duke on (B)(6) 2019 and presented with no other symptoms than constant low flow alarms. An echo was completed and the aortic valve was opening with every beat and obstruction was suspected in the pump. No CT performed. No pictures were taken during the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log files. The log file contained overlapping data, spanning from (B)(6) 2019 02:19:42 to (B)(6) 2019 08:50:53, which captured numerous events where the calculated flow as captured as 2.4 lpm or lower. Pump flow appeared to trend down throughout the log file and decreased to as low as 0 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. Similar events were captured in the controller periodic and lvad event log file. A specific cause for the low flow events captured in the log file and a correlation to the evaluation of the device cannot be conclusively determined. The device was returned assembled with the pump cable severed approximately 11.5¿ from the bend relief and the severed portion of cable was not returned (figure 1). The modular cable was not returned. The apical cuff was not returned. The sealed outflow graft was returned unattached from the pump cover outlet port. The bend relief was not returned. The distal end of the outflow graft was sutured closed prior to return. Examination of the returned outflow graft revealed some tissue accumulation on the exterior of the graft; however, due to the returned status of the outflow graft, the report of a suspected outflow graft obstruction cannot be confirmed and a correlation to the low flow alarms seen in the log file cannot be determined. Examination of the lumen of the graft and the graft attachment revealed depositions of clotted, post explant blood. Upon disassembly of the returned pump, a normal biological lining was situated along the proximal opening of the inflow cannula. The deposition did not appear to obstruct the flow of blood through the device. Further examination of the pump blood contacting surfaces revealed depositions of clotted, post explant blood. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The instruction for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm.

Event description:
It was reported the patient's outflow graft was exchanged during the pump exchange. The patient expired on (B)(6) 2019 at duke. The patient sustained a hypoxic brain injury reported to be related to his severe peripheral vascular disease. The account communicated further evidence of a intracranial hemorrhage, his family decided to withdraw support. No further information was reported.